Event description:
Caller reported that the t:slim x2 pump battery would not charge, and the screen would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer attempted various troubleshooting steps, including changing the wall adapter and charging cable, but the issue persisted. Tandem technical support decided to replace the pump, providing a replacement with updated software. They advised the customer on steps to take upon receiving the new pump and on returning the faulty pump. Customer was informed about available training in their tandem source account and acknowledged the instructions provided.